Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the device fell down on the ground when the nurse opened the package. A 330 rotawire was selected for use. During procedure, at preparation, it was noted that the device fell down on the ground when the nurse opened the package. The procedure was completed with another of the same device. No patient complications were reported. Patient was stable post procedure.